Event description:
It was reported that the bd plastipak¿ syringe scale marking missing. The following information was provided by the initial reporter, translated from spanish to english: syringe came without graduation.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Upon visual evaluation, scale marking issue is observed, therefore the incident is confirmed. Based on the quality team¿s investigation, the root cause of the incident is associated failure of segregation of material, which is proceeded during maintenance activities, setup and equipment routine. Follow-up was conducted and several things were checked, adjustments were made to the blower nozzles, adjustments were made to the positioning of the material call sensor, and a request was made to the electronic system to adjust the speed of the feeder disk. Moreover, manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe scale marking missing. The following information was provided by the initial reporter, translated from spanish to english: syringe came without graduation.